Manufacturer narrative:
(B)(4). Eval, results: gi bleed.

Event description:
Pt had an endeavor sprint rapid exchange (rx) drug eluting stent deployed to the first rpl branch during the index procedure. Pt was discharged on the same day. Approximately 3 months post procedure, the pt was admitted for continued rectal bleeding. Approximately 1 week prior to this admission the pt had received a colonoscopy and had received a blood transfusion. The pt was reported to be taking prasugrel and aspirin at the time of this event. A repeat colonoscopy during this admission revealed a rectal ulcer at the site of a previous polypectomy which was treated 'thermally'. The pt was discharged 4 days later and the hematochezia resolved the following day. In the opinion of the investigator, the hematochezia was moderate in intensity, possibly related to the drug, not related to the device, and not related to the procedure.